Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. A sugary drink was consumed to treat bg. Reportedly, the customer delivered a bolus for 9 units and observed 29 units of insulin on board (iob). The customer alleged that the pump delivered a bolus of 20 units. Review of the pump data logs by tandem technical support verified that the customer delivered a food bolus of 8.89 units and a standard bolus of 20 units was delivered 15 minutes later. The customer acknowledged the user error and reported accidentally delivering the 20 units of insulin.